Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, an unexpected reset occurred. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. Additionally, a power source alert occurred, however, the customer declined troubleshooting. The customer's blood glucose level was 95 mg/dl.